Manufacturer narrative:
The device was not returned. An x-ray image was supplied for review and found that head was broken off of the screw shaft. The screw shaft was embedded in the bone.

Event description:
It was reported that the head of the screw broke off during insertion. The screw shaft was left in the patient. No additional patient complications were reported.